Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. Following stent placement, a 3.25mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, upon inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.